Manufacturer narrative:
Investigation summary: a visual inspection revealed that there were no non conformities with the device, minimal signs of clinical usage, and no evidence of blood. Resistance measurements were found to be out of specification. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it would not produce steam or heat. The handle was opened up and there was soldering flux found on the microswitch, including on the plunger and arm area, causing the device to not activate. Based upon this, the reported failure "failure to deliver energy" is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was no power when the harvester started the unit. A new kit was used to complete the procedure. There were no patient effects. The product is returning.